Manufacturer narrative:
Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to inadequate stimulation and lead migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator had an x-ray that determined their lead had migrated. The patient was not receiving adequate stimulation and had a lead revision procedure done. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator had an x-ray that determined their lead had migrated. The patient was not receiving adequate stimulation and had a lead revision procedure done. There were no patient complications.